Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿when you go to bed at night, do not disconnect your leg bag from the catheter. Connect a 2000ml bed bag (uriplan® d813131 or d1mt) to the flexible tube at the bottom of the leg bag tap. Once the two bags are securely connected, open the tap of the leg bag, to allow overnight drainage of urine into the bed bag. Important: remember to close the leg bag uristand® bed bag holder to support your uriplan® bed bag at night it should be placed on a floor stand or hanger. Uristand® is not available on prescription. Contact bard for ordering details. To obtain products that are not available on prescription call sales support direct on 01293 606786. Uriplan® bed bag code drainable 2000ml bag d813131 single use drainable 2000ml bag with tap d1mt single use drainable 2000ml bag with tear option d8420 uristand® bed bag holder code floor stand fs3** tap before removing your bed bag. Disposal of used bags your local authority may have a ¿soiled dressings collection service¿. You can fi nd out by contacting your loal council offices or your doctors surgery. If this service is not available, you can dispose of your used bags through the refuse collection service. ¿ empty the bag before you dispose of it ¿ wrap the bag in several layers of newspaper or in a plastic bag and seal the wrapping securely before you place it in the dustbin ¿ do not incinerate any used bags or other equipment indoors ¿ used items must not be flushed down the toilet, as this could cause a blockage to the sewage system comfasure® catheter retainer strap"

Event description:
It was reported that the patient advised that in the box were only 7 of the 750 ml bags, and the rest of them were 500 ml ones

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient advised that in the box were only 7 of the 750 ml bags, and the rest of them were 500 ml ones.